Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6), 2010.according to the complainant, post-procedure, the patient presented with unspecified complications. All other information is unknown.

Event description:
According to the physician, post procedure on (B)(6) 2011, the patient had a cystoscopy exam and the results were normal. The patient was last seen in (B)(6) 2012. The patient did not present with any complications and was not prescribed any medication. All other information is unknown and unavailable.

Manufacturer narrative:
Event date is unknown; however the patient was reported to be (B)(6) at implantation.